Event description:
On (B)(4) 2012, customer reported that the dxc 600i instrument generated false high potassium (k), chloride (cl) and/or calcium (calc) results for 6 patient samples. The results were not reported out of the lab. The instrument also suppressed (did not generate) results for sodium (na), cl and/or calc for these same samples. The samples were rerun on the other dxc in the lab, and those results were reported. Customer also stated that quality control exhibited issues. Field service engineer (fse) inspected the instrument and replaced the calc electrode, which was missing a quad ring, cleaned the electrolyte injection cup (eic) and replaced valves. Fse verified performance. No further issues were reported.